Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible under delivery anomaly not confirmed. P-cap/reservoir locked properly in place. Device received with scratched case. Device received with pillowing keypad overlay. Device received with the new style all black retainer still attached to the insulin pump case. No damage to the reservoir tube or retainer noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 500 mg/dl. Customer was treated with manual injection. Customer had blood glucose level of 356 mg/dl. Customer was using auto mode. Customer stated that there was no air bubble and leak. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer stated that the retainer ring was broken. Customer stated that the retainer ring was broken. The insulin pump will be returned for analysis.